Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-06982. (B)(4) clinical study. It was reported that during a valve placement procedure, guide wire perforation occurred leading to cardiac tamponade and death. During the index procedure, two amplatz superstiff guide wires (0.35 x 260 mm and 0.35 x 300 mm) were introduced via the femoral arteries, followed by balloon valvuloplasty and deployment of a 27mm lotus valve. During the procedure, prior to the locking phase, the subject experienced fall in blood pressure. Echocardiography performed revealed cardiac tamponade. Resuscitation was initiated and the subject was intubated. Red blood was aspirated. However, the tamponade was noted to be worsening and lateral thoracotomy was performed. The patient also experienced episodes of ventricular fibrillation during the procedure. An approximate 1cm tear in the left ventricle was identified and suspected to be caused due to one of the wires. Pledger suture of the left ventricular perforation was performed. Continued cardiac massage was given. The patient was also transfused with 2 units of prbc and also required IV inotropic agents for hypotension. No hematological measurements were performed. However, the patient's condition did not improve and no cardiac output was noted, despite resuscitation efforts. It was decided to discontinue all treatments and the patient was eventually pronounced dead. Per source documents, the primary cause of death was cardiac tamponade, secondary to wire perforation.